Manufacturer narrative:
The autopulse platform s/n (B)(4) passed the initial functional testing performed at zoll. However, during servicing of the autopulse, the cable coming from the drivetrain motor, connecting to the motor control board, was noted to be detached/broken. The observed issue was most likely caused by vibrations and stress due to the overtime usage of the device. The drivetrain motor assembly was replaced to address the broken/detached cable problem. In addition, the encoder driveshaft slot was chipped and widened, causing the shaft to rotate freely. This noted damage on the driveshaft channel may prevent the shaft to properly lock into the "home" position, and/or it may cause the shaft not to hold the lifeband securely. The noted issue is most likely attributed to the aging of the device. The autopulse platform was manufactured in august 2012 and is over 9 years old, well beyond its expected service life of 5 years. The integrated encoder gearbox was replaced to remedy the damaged driveshaft slot. During visual inspection of the autopulse platform, the head restraint wires were noted to be heavily frayed. The cut head restraint does not render the autopulse platform non-functional. Further visual inspection revealed that the front enclosure was cracked at the front-end area and the bottom enclosure had multiple cracks in the screw well area. The observed physical damages are attributed to user mishandling. The top cover as well as the front and bottom enclosures were replaced to address the observed damages. During open case inspection, the bottom enclosures were removed, and massive fluid ingress was found inside the autopulse platform, attributed to user mishandling. The contamination had formed significant corrosion on the top cover metalized inner surface. The top cover was replaced, and the interior of the autopulse platform was bio-cleaned to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with s/n (B)(4).

Event description:
During servicing of the autopulse platform s/n (B)(4) performed at zoll, the cable coming from the drivetrain motor, connecting to the motor control board in the autopulse, was noted to be detached/broken. In addition, the encoder driveshaft slot was chipped and widened, causing the shaft to rotate freely. No patient involvement.